Manufacturer narrative:
Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2017, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, a trunk-ipsilateral leg component (rlt281414j/17163365) was placed just below the left renal artery. According to the report, shaggy aorta syndrome was observed in the proximal infrarenal neck. Procedural angiography reportedly revealed a suspected type ii endoleak originating from the inferior mesenteric artery. However, the procedure was completed without further treatment and the patient tolerated the procedure. On (B)(6) 2017, a follow-up examination reportedly revealed an endoleak of unknown origin. On (B)(6) 2018, angiography reportedly confirmed a proximal type I endoleak. On the same day, a re-intervention procedure was performed whereby an excluder® aortic extender component was placed in the proximal portion of the trunk-ipsilateral leg component. The endoleak was resolved and the patient tolerated the procedure.